Manufacturer narrative:
(B)(4). Currently pending device eval.

Event description:
AED is part of a recalled population for fca 10-02 and was found to be failing self test. Pending device eval at this time.